Event description:
It was reported that the pump screen was dark and would not turn on, despite attempts to reset it using various instructions. Blood glucose levels during the incident ranged between 54-500 mg/dl, but no further adverse impact was noted. The customer was guided to use multiple daily injections as an alternative therapy to ensure insulin delivery continued without interruption. Technical support arranged for a pump replacement.